Event description:
The patient contacted lfs on (B)(6) 2010 alleging an error 5 and an error 4 message. The patient mentioned that prior to testing on the morning of (B)(6) 2010, the patient was exhibiting symptoms of feeling lethargic, stomach aches, weak and felt like throwing up. The patient then attempted to test their blood glucose and obtained the error 5 message. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The technique of applying blood on the test strip was correct. The test strips were not expired. The issue was not resolved over the phone. The meter was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient exhibited symptoms prior to testing. The complaint is being reported due to the alleged error 5 message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.